Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had their device explanted. It was removed because of complications; they were having cramps in both legs, all night long, and, as a result, could not walk the next day. This started two or three months prior to the report, confirming that it was in (B)(6). Also, their symptoms kept getting worse. Their doctor removed it and it showed scar tissue. The explant occurred in (B)(6) 2017, three weeks prior to the report. There were no device issues further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the cramping and worsening symptoms were caused by scar tissue forming around the device. The symptoms had somewhat resolved, they still had some cramping.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.